Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a generator change-out, externalized conductors were observed via fluoroscopy. The physician elected to cap and replace the lead on (B)(6) 2016. The patient was doing fine post-procedure.